Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with discomfort due to heart block and bradycardia. There was a pacing failure of the right ventricular (rv) lead and in addition, the lead had high pacing impedance, noise on arrhythmia episodes and a confirmed fracture. It was noted that there had been a device replacement procedure a month prior to lead issues and the physician questioned if stress had been placed on the lead at that time. The lead was programmed off and remains implanted. A lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was cut, capped and replaced.